Manufacturer narrative:
Reported event was confirmed by review of op notes. As per the manipulation procedure in the medical report provided, the hip and knee were then flexed, and passive flexion was about 115 degrees with fairly gentle manipulation. We were able to get easily 125 degrees in both knees and able to obtain full extension. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products - persona femur trabecular metal cruciate retaining (cr) standard porous #42502806802 lot # 62891941. Persona natural tibia trabecular metal two-peg porous fixed bearing #42530007502 lot #62692178. Nexgen complete knee solution, trabecular metal standard primary patella #00587806538 lot #62746026. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a manipulation performed on the right knee approximately 2 months post the initial knee surgery due to unknown reasons.